Manufacturer narrative:
The t:slim g4 user guide states"your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water. Subsequently, the touchscreen became unresponsive. Additionally, a malfunction alarm occurred. The customer's blood glucose (bg) level was reportedly over 400 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.